Event description:
Customer reported an error being displayed "pre-charge circuit time out power off, wait 5 seconds". No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced faulty batteries. System operates as intended.